Event description:
It was reported that the customer was hospitalized for dka. Prior to the event. The customer had hbgs and was vomiting. The cause of the event could not be determined by the md. No further details.